Event description:
The patient was brought to the or for a laparoscopic-assisted left colon resection. During the procedure, the surgeon went to use the involved device and it misfired. The staple cartridge "fell out" of the gun and landed in the patient's abdomen. The surgeon was able to retrieve the cartridge and acquired a new stapler/cutting device, which he used to finish the procedure. No injury to the patient was noted. All involved components were retrieved and sequestered. The patient was sent to recovery in stable condition.